Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a dissection occurred. The ostial lesion located at the bifurcation of the left main (lm) and second diagonal was 80% stenosed. The lesion was predilated using a 2.5x15mm maverick balloon. The 2.75x20mm taxus liberte drug eluting stent was advanced but was unable to cross the lesion. A dissection was noted in the lm. The patient was transferred to another hospital for coronary artery bypass. The patient condition is ok. No additional information is available. Device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Damage of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. It could not be determined if the stent damage contributed to the patient complications. The exact cause of the difficulties experienced during the procedure could not be determined. The manufacturing records have been reviewed, and no issues or discrepancies were found. The root cause for this event is unknown.